Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the products were not returned. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of restenosis is a generally known effect associated with the use of the device and the procedures in which it is utilized. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Attachment: klein, andrew j. Douglas e. Drachman, et al. 2014 pre publication. Appropriate use criteria: a society for cardiovascular angiography and interventions (scai) consensus statement for femoral-popliteal arterial intervention. Catheterization and cardiovascular interventions . Issn/isbn: 15221946, this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
It was reported through a research article identifying an absolute stent that may be related to restenosis. Specific patient information is unknown. No additional information was provided. Details are listed in the attached article, titled "appropriate use criteria: a society for cardiovascular angiography and interventions (scai) consensus statement for femoral-popliteal arterial intervention".